Event description:
It was reported that ongoing, intermittent occlusions occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2025. The customer addressed the high blood glucose level by administering a correction injection and cleared the notification to resume insulin. The customer continued to use the pump for insulin therapy.